Event description:
It was reported that during battery maintenance, the cardiosave intra-aortic balloon pump (iabp) unit failed battery maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed battery maintenance. It was reported there was no harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer identified a defective battery. The fse replaced the deflective battery and the iabp passed functional tests. The unit was retuned to the customer for use.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.